Event description:
It was reported that the customer went to the emergency room and hospitalized with an elevated blood glucose (bg) level, value was not provided, and ketones that were not identified as dangerous by a healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 5 days later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.